Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: deviations in the manufacturing documents and the material were not found. The lot was documented as having met specifications prior to distribution. The appearance of the damage indicates that the nail adapter was not attached the humeral nail as intended. Most likely the pegs of the nail adapter were placed on the end face of the nail instead in the slots of the reception. This caused a material displacement inward the slots which decreased the width of the slot. As a result the reception of the nail does not fit the mating part anymore. Evaluation revealed evidence that the event is not linked to a deficiency of the device but is rather related to non-intended use (deviation from surgical technique). No discrepancy found during review of the rmf. No nonconformance found.

Event description:
It was reported that the nail couldn`t be combined with the target device. It was difficult to fix the nail on the target device. A replacement was available and the customer used a 8mm nail.

Event description:
It was reported that the nail couldn`t be combined with the target device. It was difficult to fix the nail on the target device. A replacement was available and the customer used a 8mm nail.